Event description:
It was reported that there was a superior vena cava (svc) out of range alert that triggered on the implantable cardioverter defibrillator (ICD) three years post implant. The lead that was connected to the right ventricular (rv) port did not have an svc coil. The svc alerts were programmed off and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).